Manufacturer narrative:
Additional information sections: d9, h2, h3, h6, h10. The reported thrombus was confirmed. Cusps 1 and 3 contained tears. Calcifications and degenerative changes were noted in all three cusps. Fibrous pannus ingrowth was present on the outflow surface of cusp 3, and outflow thrombus was found on cusp 1. No inflammation was present. The calcifications, degenerative changes, pannus and thrombus were potential contributing factors in the cuspal tears, and were consistent with the event as reported.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, an epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. Cardiac murmur and hemolytic anemia were confirmed during a follow-up in outpatient on (B)(6) 2020. The patient was hospitalized in emergency, and a re-do mvr was performed on (B)(6) 2020. Upon explant, thrombuses were confirmed on leaflets; no thinning of the leaflets was observed. The patient remained stable through out and post procedure. There was no clinically significant delay in the procedure.